Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted ¿3 weeks ago this friday¿ and they had not had success. The patient stated that they had ¿smears and deposits¿ so they increased the stimulation. The worst episode they ever had occurred this week at a grocery store. The patient had tried 6 out of 7 of the programs but had not had success. They were going to try the last program. It was recommended that they keep a diary of symptoms and stimulation. It was also reported that the patient had a reaction to the glue from the surgery. They stated that on "saturday it was itchy, sunday there was a red circle from the incision, a good 3 or 4 inches". The patient was put on antibiotics as a result. The patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.